Manufacturer narrative:
(B)(4). Date of event: only event year known: 2023. Batch: # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Lot #: x95u2t ¿ a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Date of mfg: 09/13/2022. Expiration date: 08/31/2025. Lot # x95r5y - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Date of mfg: 09/04/2022. Expiration date: 08/31/2025. Lot # x95p4x - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Date of mfg: lot # 08/30/2022. Expiration date: 07/31/2025. Lot # x94y14 - - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Date of mfg: lot # 05/05/2022. Expiration date: 04/30/2025. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What is meant by there was an anastomotic insufficiency? Was there a leak? Was there a fistula? Identified interoperative or post-op? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that there was an anastomotic insufficiency. Bleeding was discovered between the rows of staples after the instruments were released. During standard inspection by rectoscopy. Inadequate staple suture. The bleeding could be managed with additional clips. The patients had no further complications in the follow-up. No further information on the procedure or process available.

Manufacturer narrative:
(B)(4). Date sent: 03/02/2023. The following h6 codes were omitted on the previous report.